Event description:
Event description guidant received information that the patient with this transvenous defibrillation lead presented to the emergency room, following an appropriate shock delivery. A lead impedance test was performed, and an out-of-range shocking lead impedance measurement was observed. The last delivered shock reported an impedance of 37 ohms.